Event description:
Information was received from a patient (pt) regarding an external device. It was reported that the stimulator isn't working right. The pt states she's having trouble charging her implant however can charge the remote just fine to the wall. Pt states she did feel the stimulation still. Pt states she has tried everything and the manufacturer representative (rep) had her try things such as a reset, but was still doing the same thing and saying no device found. Patient services (pss) advised to reset the controller as well as check for damage to pins in which patient did not detect. Pt's remote did power on while connected to wall without the battery pack. While trying to charge, pss walked the pt through passive charge mode and saw low 0 and high 95. Pt would keep seeing 100 and at one point only saw 0. Pt mentioned that it has just been so slow. Pt was not using belt and pss advised to try the belt. Pt states she has nothing covering the recharger (rtm). Pss advised to pull rtm away and the numbers did go to 0. Would continue saying checking recharge quality and would be 27 and again changed to 81 and 0 and would not jump up from 0 and all three numbers were then 0 and not changing. While on the phone, the patient did mention her paddle and the relay box were getting hot. The issue was not resolved through troubleshooting. A replacement recharger (rtm) was sent out. No symptoms were reported.

Manufacturer narrative:
Continuation of d10: product ID: 97755, serial#: (B)(6), product type: recharger. Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. If information is provided in the future, a supplemental report will be issued.